Manufacturer narrative:
Inspected three sealed and three opened and used reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly observed during the analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.

Event description:
It was reported that the customer has been having unexplained high and low blood glucose. Caller stated that her reservoir leaked into the reservoir compartment during normal use. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.